Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified below the knee artery. A 2.00mm/ 1.5cm/ 140cm small peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated at 6atm and 8atm respectively for 30 seconds, but it ruptured upon third inflation at 10atm. The device was removed from the patient's body without any problem. The procedure was completed with a different device. No complications reported and patient was in good condition post procedure.